Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for an ablation procedure. During the procedure, inappropriate auto mode switch episodes due to noise oversensing were noted on the implantable cardioverter defibrillator; it was noted that electrocautery was utilized during the procedure. No further information was reported.